Event description:
It was reported that "patient was walking from chair to walker when her hip lost stability and she collapsed. Xrays indicated that the metal 36mm prosthesis had become detached from the stem trunnion. Patient had not been able to bear weight since the incident. During resulting revision, intra operative testing indicated that taper between neck and stem trunnion was loose, not allowing for proper interface of prosthesis. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.